Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an unknown device on an unknown date. Recently the patient was presented with a (possible) type 3b endoleak. Due to patient illness, the secondary reintervention was cancelled. The patient is currently being monitored and plans for intervention has been discussed, but a date hasn't been scheduled. As of the date of this report there have been no additional patient sequelae reported. The patient's status is unknown and no additional information was provided.

Event description:
Updated information: the patient was implanted with the afx abdominal stent graft system on an unknown date. Due to other medical issues the patient is still not well enough to have an intervention performed. The patient is currently being monitored.

Manufacturer narrative:
The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: brand name, product description, common device name, model number, lot #, initial reporter, name and address, conclusion code: remove code 11.